Event description:
One pt with discrepant glucose results. Initial result gave 69.97 mmol/l; sample repeated twice giving 22.16 and 21.70 mmol/l, respectively. A second sample repeated twice gave 22.64 and 23.07 mmol/l. No adverse events were reported in association with the incorrect result. Preventative maintenance was performed. No further issues reported.